Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. Customer blood glucose was treated with insulin drip. Troubleshooting was performed and the insulin exited.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.